Event description:
Same case as 2134265-2011-04297 and 2134265-2011-04298. It was reported that during a cardiac electrophysiology (ep) ablation treatment procedure, a burn occurred. Due to the complexity of the ep procedure, it took 6 hours to complete the procedure. The ep generator used was an (B)(4). The procedure was started with a 7/110/4/2.5/8-8 vm blazer ii thermal ablation catheter. The blazer ii was switched out for a non-bsc ablation catheter since the blazer ii ablation catheter "was not turned in electricity". Post procedure, the patient reported to the physician that they had a "low temperature burn injury". The burns were located where the valley lab grounding pads had been attached to the patient. No further complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older.device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).